Event description:
It was reported that on (B)(6) 2011 the patient experienced elevated blood glucose levels. The patient's blood glucose was 418mg/dl at 8:00 am and at 3:00pm was greater than 500mg/dl. No reported symptoms. The patient was transported to the hospital and admitted to the ER. The patient was discharged the same day at 11pm with a blood glucose level of 128mg/dl.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.